Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 was shortened due to character limitations. Complete name is quality care india limited complete telephone:(B)(6).

Event description:
It was reported the cs 300 intra-aortic balloon pump (iabp) was shutting down automatically after every 15 minutes of usage. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the pump. Fse checked the machine and found power supply was blocked with dust. Fse cleaned the power supply, unit passed all calibration, functional and safety tests performed. Ran the machine with balloon and trainer for 2 hours. There were no issues found. Handed over the machine in working condition.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.